Event description:
The sales rep reported that (B)(6) (purchasing operations mgr at (B)(6) hospital) called on (B)(6) 2014 to let her know that an "additional piece of metal" was noticed in patient after marker was deployed. This patient had an open procedure yesterday ((B)(6) 2014) where they were apparently able to remove said piece.

Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and its prescribed use, the most likely scenario separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture applicator shaft creates the possibility of the applicator catching on one of these edges and shearing.